Event description:
User stated after performing maintenance and changing the water in the reservoir, he had trouble getting the tubing pushed back together at the connections. He then noticed leaking from the grey tubing that was dripping off the underside of the tubing. The drip was making a puddle on the floor in the walkway, but the user was blotting it up. No pt samples were involved. No operators were harmed.

Manufacturer narrative:
The field service representative determined the water tank valve spigot was broken and repaired it. No further leak was noted by the field service representative.